Manufacturer narrative:
Section f completed by the MFR based on info received from the reporter. **evaluation summary the pump was tested for flow accuracy at a variety of infusion rates that included 500 ml/hr, 250 ml/hr, 125 ml/hr, 50 ml/hr, and 10 ml/hr. The accuracy results were all within specification.

Event description:
It was reported that the infusion pump was programmed to infuse a 1000 ml nacl solution at 83 ml/hr. Approximately 70 min. After the start of the infusion the pump alarmed and only 130 ml remained in the IV bag. No additional specific clinical info was received. No pt injury was reported.